Event description:
Pt is a female with a history of right breast cancer and a right mastectomy was performed. Pt was ordered to receive a q pump. Pt rec'd the correct q pump, but the label on the pump showed a different pt. Pt was discharged home with percocet for pain management.